Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the laser generator failed. It was replaced and the imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the laser generator was failing. Issue noticed during preventative maintenance. There was no patient present when this issue was observed.